Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the report. The device was recertified and returned to the customer. In communication with the customer, the ECG monitoring failures started occurring once they applied the coaxial antenna and glued to the top of the device. The antenna is causing emi which is resulting in an ECG monitoring failure. Review of the log did find the occurrence of the reported ECG failure message followed by a reset. The log indicated the error is most likely due to interference from the antenna. It is not recommended to apply the antenna directly to the device. The investigation has been communicated to the cutomer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.